Event description:
The facility reported an overinfusion that occurred during patient use. The device was set to deliver 80cc/hr and actually had delivered 800cc in 5 hours. There was no patient injury or medical intervention required. There is no information regarding the medication involved or the set up of the device. No additional information.